Manufacturer narrative:
Bec customer technical support (cts) walked the customer through printing the on board inventory and checking each position on the reagent carousel. Cts had the customer print an onboard reagent pack inventory and verify the reagent packs listed in the user interface (ui) software physically matched the reagent pack location in the reagent carousel. The ui listed one tsh reagent pack in slot #15 that had 36 tests remaining and when the customer attempted to unload this reagent pack, a folate reagent pack was physically located in that reagent carousel slot. The tsh reagent pack listed in the ui software to be in slot #15 was physically located in slot #16. Cts had the customer unload this tsh reagent pack out of the ui software so the analyzer did not attempt to utilize it for further testing and discard the folate and tsh reagent packs that were found to be misloaded. Cts had the customer load a new tsh reagent pack using proper technique and perform repeat testing of the qc and affected patient samples. No qc, calibration curve, or system check data was submitted to bec for review. Service was not dispatched to the customer site in response to this event. Pack misloading is the cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bec) reporting tsh qc failures due to results of 0.00 miu/l for all levels using their access 2 immunoassay system. These qc failures occurred on (B)(6) 2012, and while performing a retrospective review they found that there were 8 patients with tsh results of 0.00 miu/l generated by their access 2 analyzer on (B)(6) 2012 that were released outside of the laboratory. The customer did not supply repeat results for these patients and does not know if there was any change to patient treatment as a result of the 0.00miu/l tsh results being released outside of the laboratory.